Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:04 occurred on channel b. This condition has the potential to cause an interruption of delivery. There is no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received by baxter. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 on channel b was confirmed and reproduced during product evaluation. The root cause was determined to be a loose air in line (ail) printed circuit board (pcb). The pump head module pcb j1 connection to the ail pcb was reinstalled to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.